Manufacturer narrative:
The device was received for evaluation. Examination revealed that the wire was returned with a broken weld on the j tip end. The outer coil wire had been stretched over a 30 centimeters area of the wire. There were no missing components.

Event description:
It was reported that the guidewire unraveled, no patient complications were reported.